Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as the item was discarded.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.